Event description:
Procedure: nephrectomy. According to the rptr: as the surgeon fired the stapler, he described it as making an unusual sound. Once he completed the firing and released the jaws from the tissue, blood rushed from the point of transection. Bleeding was controlled with another reload and without loss of additional tissue. All pushers advanced and the anvil was bowed after firing. Blood loss volume during the case was reported as 2000ccs, however, not all of this blood loss was due to the possible incident in question. The exact blood loss as a result of the incident in question could not be reported. It is estimated that additional blood loss due to this incident is 250cc or more.

Manufacturer narrative:
(B)(4).